Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of a permanent out of range signal could not be confirmed.

Manufacturer narrative:
(B)(4). The reported device was not returned; however a receiver (sn: (B)(4); mfg date: 7/08/2013) was returned for evaluation and there was no problem found. The data log confirmed the reported permanent out of range signal.

Manufacturer narrative:
(B)(4). Original complaint is for transmitter, customer returned receiver.